Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On march 15, omsc received the literature increased risk and severity of ercp-related complications associated with asymptomatic common bile duct stones. The purpose of the literature was to arrest the risk of complications arising in endoscopic retrograde cholangiopancreatography (ercp) for asymptomatic common bile duct stones (cbds). The ercp was performed using a duodenoscopes olympus; jf-260 or tjf-260v. No other device was reported in the literature. The subjects were 425 patients with cbds who had naive papilla and normal upper gastrointestinal tract or billroth I gastrectomy and underwent therapeutic ercp between (B)(6) 2014. And (B)(6) 2016. At the (B)(6) hospital. The literature wrote, of 425 patients, 32 (.5% suffered a complication, including pancreatitis in 19 patients 4.5 %, cholangitis in 5 1.2%, perforation in 2 0.47 %, and hemorrhage in 6 1.4%. Complications were mild in 11 cases 34.4% and moderate or severe in 21 cases 65.6%. All patients with ercp related complications were treated successfully without surgery. It was not found what complications were severe. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. However, if there are severe events, it might be required the transfusion or hospitalization for 10 days.